Event description:
Hcp reported the pump was explanted due to battery failure. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.